Manufacturer narrative:
(B)(4). D10: cat# 00877503602 lot# 3144674 bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed. The patient experienced 2 dislocations and underwent a revision. The surgeon noted the implants were in good position and that his instability may have come from his low back. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient had an initial left total hip arthroplasty. Subsequently, the patient underwent a revision to a constrained liner approximately 3 months later due to recurrent dislocations. The dislocation was unable to be reproduced and the surgeon indicated he felt the patient¿s prior spinal issues were contributing to the instability. The acetabular and femoral components were well fixed and left in place, while the head and liner were revised. It was reported that no further information was available.